Event description:
A report was received that the patient had leg weakness and weakness on standing after permanent implant procedure. The physician could not confirm the cause of the weakness. The patient underwent an explant procedure. The patient was reportedly improving and the weakness was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical, and photographic imaging tests performed. The lead exhibited normal device characteristics. Sc-1132, (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, mechanical and photographic imaging tests performed. The ipg exhibited normal device characteristics.